Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would begin to hum when the unit was plugged into ac power. It was also noted by the customer that the ac led light was intermittent. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.